Event description:
The customer reported via phone call that the insulin pump was exposed to water. The insulin pump did not power on. Customer's blood glucose level was 336 mg/dl. A constant tone occurred, the insulin pump alarmed unexpected restart, and the keypad was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify unresponsive button and unexpected restart alarm due to blank display. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.